Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements have increased gradually since implant to the point of being out-of-range of over 200 ohms. Technical services reviewed the case and indicated the issues could be related to lead calcification or fracture. The possibility of delivering a commanded shock was discussed. However, no further details were provided after attempts to obtain additional information were made. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements had increased gradually since implant to the point of being out-of-range of over 200 ohms. Technical services reviewed the case and indicated the issue could be related to lead calcification or fracture. The possibility of delivering a commanded shock was discussed. However, no further details were provided after attempts to obtain additional information. Subsequently, additional information was received indicating defibrillation threshold tests were performed and this patient implantable cardioverter defibrillator (ICD) system was unable to convert the ventricular tachycardia. Thus, the patient whole ICD system was turned off and a subcutaneous ICD was implanted. This rv lead remains implanted but out-of-service. No additional adverse patient effects were reported.